Event description:
Related manufacturer reference number: 1627487-2020-33411, 1627487-2020-33412, and 1627487-2020-33414.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33411, 1627487-2020-33412, and 1627487-2020-33414. It was reported that the patient was not receiving effective stimulation. As a result, the patient¿s drg leads were removed.